Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during an implant procedure, when the lead kit was opened, the physician observed that the electrode #0 and the tip of the lead were bent out of alignment with the other electrodes. Another lead was then implanted without further incident. No patient injuries were reported.